Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis and the reported detached/separated shaft was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the lesion was located in the moderately tortuous, heavily calcified, 99% stenosed circumflex. Using radial access the challenging chronic total occlusion was accessed with the use of a non-abbott microcatheter, multiple wires and balloons. Antegrade flow in the lesion was established and a 3.5x15 mm xience xpedition stent delivery system was advanced without resistance to the lesion and the stent was deployed at 9 atmospheres. Upon retraction of the stent delivery system the shaft separated at the mid lap joint. No resistance was felt during retraction. The remainder of the distal shaft was removed without issue with removal of the guide wire. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.